Event description:
The customer reported to the philips response center (rc) that the etco2 inlet port had been damaged; it had been pushed inside the device and etco2 could not be connected. There was no patient involvement.

Manufacturer narrative:
(B)(4).